Manufacturer narrative:
H10: additional narrative: on 02/14/18, bme cathy fox at fsc/department of vet affairs reported the cns-6201a (pu-621ra sn:1755) was receiving communication loss on 8 transmitters. All 8 transmitters were on 1 org. Service requested: troubleshooting/assistance. Service performed customer was advised to check the org and its power. Customer reported the instructions to check the power resolved the problem. Investigation result: the cns was placed into service on (B)(6) 2016, which is over 1.5 years prior to the reported issue. A review of device history found no previously reported issues with the unit. There was a reported issue of communication loss on 8 transmitters. This was detected at the cns, which notified staff of issue with error message "communication loss" on all 8 of the affected units. The cns-6201a also has capability to alarm for "communication loss" if the setting is selected. It is unknown if the customer had this option selected. The issue was resolved by checking the power to the org. Information on the affected org, along with its conditions of use/storage and whether there was a ups connected to the unit, was not provided. Review of cns history found no other reported issues with an org or communication loss. Troubleshooting of "communication loss" is addressed in cns-6201a operator's manual section 15: error messages and troubleshooting. In this section, the suspected cause is disconnection of the multiple patient receiver (org) from the network. Customer is advised to first check the patient condition to ensure safety, then check the monitoring systems. Upon performance of the recommended action, the org power issue was detected and corrected. There was a loss of power to the org. Based on the given information, the root cause could not be confirmed. There does not appear to be an adverse trend for this issue at the facility. Corrected information: g4. Date received by manufacturer: should be 02/14/2018 not 03/16/2018 as listed on MDR initial report. H3. Device evaluated by manufacturer? Device problem already known, no evaluation necessary should not have been selected. Corrected to product not returned. Additional information: b4. Date of this report; d11, c2: con-comitant devices; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; correction additional information ; h3. Device evaluated by manufacturer?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative. D11, c2: con-comitant devices: the org and 8 transmitters were being used in conjunction with the cns.

Event description:
The biomedical engineer reported that the central nurse's station (cns) experienced communication loss on 8 transmitters, which were all on the same org.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) experienced communication loss on 8 transmitters, which were all on the same org. Nihon kohden technical support provided troubleshooting tips, that included checking the power to the org. The customer will contact nihon kohden if the issue persists. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) experienced communication loss on 8 transmitters, which were all on the same org.